Event description:
Subsequent to the previously filed medwatch, additional information received indicating that the occlusion was caused by the proglide suture capturing the posterior wall of the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions: this code is used to address the suture capturing the posterior wall of the artery. Per the instructions for use- precautions: use a single wall puncture technique. Do not puncture the posterior wall of the artery. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, one hour after the procedure, the patient lost pulse in the right leg. The artery was occluded. The patient was returned to the cath lab and using an approach from the left common femoral artery the occlusion was ballooned and stented. Blood flow was restored to the leg. There was no clinically significant delay in the procedure or therapy. Hospitalization was extended because of the occlusion. The physician is reportedly trained in the use of the proglide device. No additional information was provided.